Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission showing inappropriate anti-tachycardia pacing. The implantable cardioverter-defibrillator misdiagnosed ventricular fibrillation, due to loss of right and left ventricular capture and oversensing. The patient presented to the emergency room after they had passed out on (B)(6) 2018. The device was reprogrammed which resolved the oversensing.